Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020. Customer¿s blood glucose level was 540 and 605 mg/dl. Customer was treated with insulin drip. Customer declined to check air bubbles and leak. Customer was using auto mode. Customer stated that the cannula was bent. Customer did not allege insulin pump for under delivering. Customer stated that they did high pressure test and it was passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The event date information provided with initial report was incorrect. The correct event date has been provided in this report. (B)(4).

Manufacturer narrative:
The customer's weight information has been updated. The information has been included with this report. (B)(4).

Event description:
The customer's weight information has been changed to (B)(6) lbs.